Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsx47b10, (tsx¿ implant, 4.7mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. However, no apparent damage was identified or signs of malfunction that would have contributed to the reported event. Some damage was noticed around the implant's platform but is likely due to the removal process. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120018272. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120018272 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root causes determined from the investigation are patient factors, or improper techniques used. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that patient came to office with discomfort. There was mobility with the implant and the cbct showed a slight sinus perforation. The implant was removed. Symptoms as a result of the event: discomfort and mobility.